Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, complaint was that helium was gone before using. Fse performed a complete cs 300 pm, calibration, safety, and functionality checks on units. Fse could not find a helium leak and the original bottle was full before started and full when he completed the pm service work. Please see attached documentation. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Completed product inspection per customer /manufacturer requirements.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). E1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) helium is all gone. There was no patient involved.